Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the device. To date, no device has been received. If the device is received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device broke. The broken pieces were retrieved, but the customer requested the investigation to reveal all the broken pieces were retrieved just in case some pieces fell inside the patient. Small black pieces are rubber gasket from inside the trocar sleeve and are not hard plastic from outside of the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2020. Investigation summary: the analysis results found that the b5st device was returned with the duckbill damaged and torn. The torn piece of the duckbill was returned inside a plastic jar. The device was disassembled in order to evaluate the condition of the duckbill and the damage was confirmed. In addition, the separate piece of the duckbill was observed to have a mark, which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." In addition, a photo was received. The photo shows a trocar device from top view and no anomalies could be observed. Based on the photo alone, the event described could not be confirmed.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2020. D4: batch # unk. H2: additional information received: can you please clarify if the small black piece is a rubber gasket from inside of the trocar sleeve? Yes. Or is the piece a hard plastic piece from the outside of the device? No. In addition, a photo was received for review and the photos shows a trocar device from top view and no anomalies could be observed. Based on the photo alone, the event describe cannot be confirmed.